Event description:
It was initially reported to philips healthcare that the heartstart mrx battery had a problem, which was later clarified and confirmed by philips authorized support distributor fse that the battery would not charge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.